Event description:
A customer reported via phone call indicating that sensor lost alarms on their insulin pump. The patient's blood glucose was unknown at the time of the call. The customer stated that blood squirted form the site while trying to put the sensor on. The customer was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed bicarbonate buffer test. One of two sensors failed with high readings. One remaining sensor passed per specifications with accurate readings. Also performed visual inspection and checked two introducer needles for burrs/hooks and dull needle tip defects and none was found. Both introducer needles passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.